Event description:
It was reported that the insufflator displayed a black screen, and an alarm sound was generated. The issue occurred during a therapeutic laparoscopic surgery procedure, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h6. Corrected fields: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was evaluated by a third party and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be determined. Olympus will continue to monitor field performance for this device.